Event description:
A broken clavicle was fixed with an implanted clavicle plate. Less than one month post op, the plate broke. It was explanted along with the seven screws.

Manufacturer narrative:
A visual examination of the explanted screw was performed. There was no damage to any of the threads or to the hex drive feature. Additional mdrs associated with this event:MDR 3025141-2014-00225: plate,MDR 3025141-2014-00226: screw 1,MDR 3025141-2014-00227: screw 2,MDR 3025141-2014-00228: screw 3,MDR 3025141-2014-00229: screw 4,MDR 3025141-2014-00230: screw 5,MDR 3025141-2014-00231: screw 6.